Event description:
The tubing that is attached to the needle housing burst and contrast leaked on the pt. Unknown if patient was injured or if an infusion machine was being used.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.